Event description:
Related manufacturing reference number: 2017865-2024-70810. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to be separated from the left ventricular (lv) leads. Both of the lv leads were not used, and a new lv lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of ¿lead wire stuck¿ was confirmed. As received, a complete lead without a guidewire was returned for analysis. Visual inspection found the inner coil bunched up and blood and body fluid inside the inner coil at the distal region. The cause of the reported event of ¿lead wire stuck¿ was isolated to bunched up inner coil and blood/body fluid in the inner coil at the distal region. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.